Event description:
The complainant reported the patient was placed onto impella 5.5 support for acute myocardial infarction / cardiogenic shock. While on support, the pump experienced optical signal issues that were resolved by disabling the positioning alarm and utilizing alternate means for monitoring position. The loss of placement signal did not prompt any intervention or pump replacement. No patient harm has been reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Console logs from the reported day of event are consistent with complaint and show multiple impella position in aorta alarms and large number of impella position unknown alarms triggered by low pulsatility algorithm. Most of the alarms occurred on (B)(6) 2025. Ltlog data shows that throughout most of the case, optical snr was noisy and fluctuated between 1000 and 8000. Rtlog data confirm periods of low pulsatility of the placement signal, and degradation of the raw optical data signal due to lower snr. When console arrived for its annual pm it was sent for investigation. During its inspection in danvers some contamination of blue receptacle fiber was observed, as well as contamination of the internal optical connector between optical bench and fiber pigtail. Console in its original configuration failed 5s testing, due to low contrast: test cavity 1 test cavity 2, measurement 1 test cavity 2, measurement 2 cavity length: 14335 nm snr: 12281 contrast: 43.8% lamp: 70.8% gain: 1.29 mano: 762.4 mmhg light: 2.60 v. Cavity length: 16495 nm snr: 4014 contrast: 20.4% lamp: 58.8% gain: 1.29 mano: 762.5 mmhg light: 2.66 v. Cavity length: 16496 nm snr: 5058 contrast: 45.8% lamp: 79.1% gain: 1.33 mano: 762.5 mmhg light: 2.71 v. After replacing optical pump connector with a known good one, optical parameters improved, but contrast value would still fail: test cavity 1, measurement 1. Test cavity 1, measurement 2. Test cavity 2, measurement 1. Cavity length: 14336 nm snr: 14895 contrast: 60.0% lamp: 83.0% gain: 1.36 mano: 762.7 mmhg light: 2.67 v cavity length: 14336 nm snr: 14507 contrast: 58.8% lamp: 83.0% gain: 1.37 mano: 762.7 mmhg light: 2.71 v. Cavity length: 16496 nm snr: 5954 contrast: 35.0% lamp: 71.9% gain: 1.36 mano: 762.7 mmhg light: 2.68 v. Measurement of the optical bench ccd detector output did not show any distortions, however there was some noise located in the center of pattern, corresponding to longer test cavities (lower pressure values), correlating with lower values of snr. Reportedly false positioning alarms were most likely caused by degradation of the optical signal due to failed optical pump connector and malfunction of the optical bench. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.